Event description:
The pt's nurse called lifescan and alleged that the pt's meter was reading inaccurately low. The pt performed a lab test (it is not clear where the lab test was performed) and the lab result was 5.8 and the pt's meter and read 4.6 mmol/l. The tests were performed within 10 minutes of each other. The pt was taken to the hospital and given advance but no treatment was reported. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strips and for cleaning puncture site were correct. The pt did not have any control solution to troubleshoot.